Event description:
Same case as MFR ID # 2134265-2012-06413. Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.0x38mm promus element stent was implanted in the lad resulting in smooth timi flow. However it was noted that plaque shifted into the 2nd diagonal artery and was blocking flow. Several attempts were made to cross the 2.5x12mm promus element stent but the physician was unable to cross the lesion. The procedure was completed with dilation of a 1.5x15mm maverick balloon. No patient complications were reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - a visual and microscopic examination of the device noted stent damage. A strut in the middle of the stent was raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).